Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that a catheter obstruction was verified at the time of filling the lumen with saline.

Manufacturer narrative:
The device history record (DHR) review shows that the lot was manufactured according to standards and that there were no discrepancies that could be related to the event reported. Based on review, it is concluded that the lot was released according to product requirements. The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Consequently, it was not possible to evaluate it as part of a comprehensive failure investigation and the reported condition cannot be confirmed. A corrective and preventative action (CAPA) was previously opened for this reported condition. This CAPA was opened, and preventive actions were implemented. This complaint can be leveraged to this CAPA because the lot reported was manufactured before the CAPA implementation. Controls are in-place on the manufacturing floor related to this event. All personnel are trained and qualified to perform the respective operations. Incoming quality acceptance testing for raw material verify that raw materials, in-process materials, and finished products meet specifications requirements. In addition, leak and occlusion testing is done by manufacturing and quality personnel. This complaint will be used for tracking and trending purposes.